Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead exhibited loss of capture. X-ray imaging confirmed the lead tip was barely secured into the myocardium. As such, intervention was required to resecurred the lead tip. No adverse effects were reported as the patient was reported as non dependent.